Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event infusion set plastic part got broke off when inserting the tubing cap. The event occurred on 01-oct-2024. No further information was available.